Manufacturer narrative:
Additional information was received on june 8, 2020. The patient is a 76-year-old female patient (40kg). Patient¿s condition is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a3. Sex, a4. Weight of the patient and a4. Weight unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, the product was reported as d 1. Brand name: thermocool® smart touch® sf bi-directional navigation catheter / d 4. Catalog: d134805 / d 4. Unique identifier( UDI): (B)(4) / d 4. Lot: unknown. Additional information was received on (B)(6)2020 updating the product information to d 1. Brand name: thermocool® smart touch® sf bi-directional navigation catheter / d 4. Catalog: d134801 / d 4. Unique identifier( UDI): (B)(4) / d 4. Lot: 30307038m / d4. Expiration date / h4. Device manufacture date. A manufacturing record evaluation was performed for the finished device 30307038m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation of the left superior pulmonary vein (lspv) anterior wall, the patient became hypotensive. Noradrenaline was administered; however, blood pressure did not restore. Cardiac tamponade was then confirmed by the soundstar catheter. Pericardiocentesis was performed to drain an unknown amount of fluid from the pericardial space. The patient was then transferred to the high care unit (hcu) for monitoring. Patient¿s outcome is unknown. There¿s no information on if extended hospitalization was required. The physician commented there¿s a possibility that the catheter was inserted to the diverticulum during the ablation and could have perforated. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.